Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced a blood glucose of over 600mg/dl with dizziness, and confusion, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and received treatment in the emergency room of insulin via pump, insulin via injection, and intravenous fluids, as prescribed by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the basal history matched the active basal program settings but the basal delivery totals in total daily dose did not match the active basal program total. The basal total that was programmed for the active program was 16.15 units and the basal history did show that it was delivering all basal rates as programmed. The total daily dose did not record the 16.15 unit amount that was programmed for (B)(6) 2017. The total recorded that day was 13.782 units. The history only showed the delivery stopped for 20 minutes that day. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: review of the pump history revealed a rewind step was performed on (B)(6) 2017 at 20:02 with insulin delivery resuming at 20:43. The basal history showed 0.00 units for the rewind and prime steps performed at that time. On (B)(6) 2017 at 12:13, a loss of prime related to a cartridge change was recorded with delivery resuming at 12:37. A manual time change was made on (B)(6) 2017 from 13:22 to 16:22. On investigation, the pump was powered on and exercised for 24 hours with a 2.0 unit/hour basal rate. At the conclusion of the exercise, the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No delivery interruptions, errors, alarms or warnings occurred during testing. The total daily doses added up to correctly reflect the user¿s programmed basal rates. No delivery defects were found during investigation and the pump was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint.